Event description:
Patient treated with silhouette instalift (treatment date unknown) developed an inflammatory nodule around one that required drainage to resolve. No images received. It has been confirmed by the legal manufacturer of the product that there were no relevant product or manufacturing history associated with the concerned batch silhouette instalift (lot: 0488-28) regarding cases of nodules. In addition, there were no manufacturing non- conformities highlighted during the manufacture of lot: 0488-28. Listed below are the details: lot: 0488-28: manufacture date: september 2025, batch/ lot size: (B)(4) boxes / (B)(4) sutures release date: 29-sep-2025, expiry date: march 2027. Treating hcp verified that they do not want clinical guidance related to the patient noted in the report as they have treated the patient and does not have any further concerns related to the patient in question. Treating hcp would like further guidance to discuss how to prevent future occurences of the event. Director of clinical education at sinclair's distributor in the region to conduct a call with the provider on 29-may-2026.